Event description:
The patient is reportedly experiencing facial nerve stimulation (fns). Extensive programming troubleshooting was performed without resolve. Surgery has been scheduled to explant the patient's device.